Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00167. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a turbt (transurethral resection of bladder tumor), the plastic tip at the end of the subject device broke off inside the patient. Additional information was received that broken piece was successfully retrieved by the physician using a grasper. The procedure was then completed with a similar device. There were no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Corrected field: d2a - common device name - inadvertently missed instead of wa22040a. The device was returned to olympus for inspection and the reported failure was confirmed. The distal end beak of the device was broken off. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. Problems traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.